Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction was noted. It was recommended that the customer could continue using the pump and to reach out if the issue reoccurred.